Event description:
The customer reported that the entrak 2500 system would not boot up. No pt injury was reported.

Manufacturer narrative:
The manufacturer's service representative instructed the customer to shut down and reboot the system. The system was tested and operates as intended.